Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device unable to connect to the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device vibrating identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing pin and screw set on the motor device were loose, and the cord was scratched and damaged. It was further observed that the device had component damage, vibration, and made an abnormal and excessive noise. It was further determined that the device failed pretest for visual assessment, loctite assessments, and noise assessment. It was noted in the service order that the device was unable to connect to the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.